Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. The pump serial # was originally reported as (B)(4). The correct serial # is (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A leak test showed a leak on the display lens. Pump casing was opened and evidence of moisture corrosion was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that moisture was observed behind the display with no damage to the pump noted. This complaint is being reported because the reported isue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.